Event description:
Device was returned for service. During service, technician found not enough power, faulty bearing and worn from use. Service records indicated that the hose was damaged, and that the device failed sound, oil, and rpm testings.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Device evaluated was previously reported. Date device recieved was not previously reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device returned for service during the evaluation the technician found not enough power, faulty bearing and worn from use. The device was subsequently repaired.